Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the intended insertable cardiac monitor (icm) failed to interrogate while the patient pocket was open. The icm was not used and a new device was implanted instead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Final analysis found that as received, the device was returned with no telemetry and found that the battery depletion was premature. The current drain was revealed to be high from the hybrid upon electrical testing. The cause of the high current drain and premature battery depletion was isolated to an anomalous integrated circuit in the hybrid. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.